Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "infection and received antibiotics" and "swelling and bump". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Clarification to d6b explant date: it is unknown when explant surgery occurred. Most likely between (B)(6) 2026 and (B)(6) 2026. Additional, changed, and/or corrected data: b7, d4, g2, h11.

Event description:
Patient reported "infection and received antibiotics" and "swelling and bump". This record is for the left side. Device has been explanted.